Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that leakage occurred during use with a d vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood and needle exposure with bd sst tubes , bd eclipse needle and tube holder. One of our phlebotomists had an incident last week where blood began to drip from the top of the sst tube, out of the holder, and onto her arm and patient during a venipuncture."

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a d vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood and needle exposure with bd sst tubes , bd eclipse needle and tube holder. One of our phlebotomists had an incident last week where blood began to drip from the top of the sst tube, out of the holder, and onto her arm and patient during a venipuncture."